Event description:
On (B)(6) 2012, the lay-user/patient's sales representative contacted lifescan from an unspecified country alleging an unspecified issue with a one touch verio meter. The patient's sales representative did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's sales representative claimed that the meter had an unspecified issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's sales representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.